Manufacturer narrative:
The reported condition was caused by wear consistent with normal use over time.

Event description:
Customer stated the unit was leaking oil and the locking mechanism was sticking.